Event description:
It was reported a balloon ruptured on the first inflation at ten atmospheres during an internal iliac ostial angioplasty procedure via a retrograde approach. Upon removal of the balloon catheter, it was noted the distal half of the balloon material detached in the pt. Retrieval utilizing a snare was uneventful. The procedure was succesfully completed with this unit. The pt's condition is good. The device was rec'd, evaluated, and retained by this MFR. The engineering eval indicated the shaft under the balloon was bowed and flattened. The balloon was torn circumferentially 11mm distal to the proximal radiopaque marker. Approx 2.5cm of the distal portion of the balloon material was detached. The tear is jagged and the balloon surface was noted to be very wrinkled. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. A bowed shaft under the ballon is a characteristic consistent with overpressurization. A flattened catheter shaft indicates the device may have become lodged on removal. These factors may have contributed to this event, co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.